Event description:
Phlebotomist used a butterfly needle to collect blood on a patient. When the phlebotomist pressed the button to retract the needle, the outer casing and wings flew off leaving the exposed needle. This happened on two different dates.